Event description:
It was reported that there has been one alleged report of wounds worsening by a pt with pre-existing wounds. The same unit was reported to have liquid ingress noted after being removed from service. No serial number has been provided.

Manufacturer narrative:
The product has not been returned to the MFR for eval.